Event description:
It was reported that patient had an infection that occurred right after device implant, it was horrible, and the patient had cups of mucus and fluid. Since implant the incision had never healed, was still open, and was so bad the patient had spent hundreds of dollars on bandages. The incision was also very painful. The patient¿s legs had swelled up and filled with fluid since implant and this had never occurred prior to implant. The patient had also been able to move the implantable neurostimulator (ins) with her hand since implant. Therapy worked for about five days following implant, and since then therapy had not worked for the patient. The patient had to use the heaviest pads and her symptoms were worse now than prior to implant. The patient discussed wanting an explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was implanted on (B)(6) 2013 for urge urinary incontinence and overactive bladder. The incision never healed and it had been infected for at least the past few months, progressively worsening. On (B)(6) 2015 the patient was sitting on the toilet and there was a lot of pressure from the sacral area. The patient pressed into it and blood and pus shot into the toilet. The patient then felt the lead and pulled on it, at least 8 inches. This was the first time the patient had felt the lead, despite issues with the incision not healing. A nurse to the patient to go to the emergency department (ed) and they ended up in urology the next day. A tined part of the lead was out of the sacral area, 6 inches or so were out, and the patient saw the nurse practitioner (np) in the clinic and in the or the day it was removed. It was completely removed and the lead wasn't broken. The sacral area site where the lead was coming from was infected and the generator site was not. The np thought the patient was doing well and would follow-up with the patient next week. The patient was doing twice daily packing changes to the sacral wound. The patient's lead migrated and the action required as a result of the event was explant around (B)(6) 2015. Diagnostic testing or troubleshooting was not performed as it was not required. The product issue was resolved and the cause of the issue was determined to be that there was an infection in the lead insertion site. It was unknown what type of infection the patient had. The patient had pain at the lead location and less than 50 percent therapy relief. The patient was alive with no injury. The device would not be returned as the customer discarded of it.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ajqh, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).